Manufacturer narrative:
The hospital biomed inspected the equipment and noted kinked suction tubing. The tubing was straightened and the unit was returned to service. No report of patient involvement. The hospital biomed inspected the equipment and noted kinked suction tubing. The tubing was straightened and the unit was returned to service.

Event description:
The hospital reported the suction regulator was not operating as expected. There was no reported patient involvement.